Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 06-aug-2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-sep-2019 with the following findings: a review of the pump black box showed pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was moisture damage found inside battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was undamaged and it was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations and was exercised for 12 hours with no power interruptions occurring. The complaint of no power was not duplicated during investigation, however, moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.